Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5900331, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with mentor smooth round moderate plus profile 550cc mentor prostheses. Right sided deflation and left sided capsular contracture (baker¿s grade unknown) were noted post procedure. As a result, an explant is planned for (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-09358 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received by july 6, 2022. The deflations were thought to have been caused by a fall. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. Additional information was received with receipt of the device. In addition to the capsular contracture reported initially, implant deflation was also demonstrated through ultrasound. The explant date has been updated to (B)(6) 2020. 1. Is product problem-check reason for device explant and/or reoperation: capsular contracture/deflation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).